Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal stiff snare was used in the colon during a colonoscopy procedure performed on (B)(6), 2022. During the procedure, the snare was loosely connected to the cautery cord and needed to be held in place. The circuit showed complete on the generators, the circuit was green, but cautery was not being delivered through the snare. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.